Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2- foreign country -australia. Review of the most recent repair record determined the comb, latching pin, and comb spring were damaged and required replacement. The comb and latching pin were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the device requires a latching pin, comb pack and comb spring. There is no harm or delay reported, due diligence is in complete. Upon investigation, there was a damaged comb noted.